Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that the patient was having to charge more frequently and for longer at a time. The consumer reported that the patient used to charge only twice a week for an hour at a time and now he had to charge more frequently and now it took an hour and a half. The consumer reported that the patient had not been reprogrammed or switched to a new group. The consumer reported that the patient had not had to increase parameters. The consumer reported that the patient had not had any previous overdischarge events. The consumer reported that the patient got all 8 boxes filled in when he charged. The consumer reported that the patient ¿fell really bad¿ and it could be related to this issue. No further complications were reported.